Manufacturer narrative:
(B)(4). Final device analysis results reveal all eight conductors are fractured located 18.3-cm from the distal tip at a bend in the lead. The outer insulation was intact and the distal tip was undamaged, as received. The proximal end was stretched and the epoxy was broken at the #0 connector sleeve, which could have occurred at implant.

Event description:
The device was returned for analysis after six months implant duration due to high impedance readings (> 3600 ohm). Lead fracture was suspected. The product had been implanted on (B)(6) 2006. The unit was changed out with no patient complication reported. The device was explanted and replaced on (B)(6) 2006 and was returned to the manufacturer for evaluation. Product inspection prior to return noted the electrode was curved in the area of the titanium anchor; the physician thought the anchor appeared large in size. Microscopic inspection of the lead by the physician prior to return confirmed damage.